Event description:
Conmed japan reported on behalf of their customer that the 530, reflex elc, 20m/l clps, 10/11mm, was being used during an unknown procedure on (B)(6) 2022, when it was reported, ¿when it is clipped several times from the start of use, it is frequently twisted and clipped, making it unusable.¿ there was no report of medical intervention or hospitalization for the patient. There was no patient or user impact. The procedure was completed with another unknown device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the 530, reflex elc,20m/l clps,10/11mm, was being used during an unknown procedure on 14oct22, when it was reported, ¿when it is clipped several times from the start of use, it is frequently twisted and clipped, making it unusable.¿ there was no report of medical intervention or hospitalization for the patient. There was no patient or user impact. The procedure was completed with another unknown device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the device has not been returned but photographic evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 48 reports, regarding 88 devices, for this device family and failure mode. During this same time frame 18,288 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.005. Per the instructions for use, the user is advised the following: squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possibly compromise hemostasis. If trigger is only partially closed, a new clip may not load upon opening. In this case the trigger should be fully closed and opened to load the next clip. This issue will continue to be monitored through the complaint system to assure patient safety.